Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that a 20 mm x 3.75 cm aortic cuff was inserted in an iliac artery, and was positioned to have 2 cm overlap; however, after the stent graft was deployed it moved proximally during runner retraction and the overlap between the stent graft components was 1 cm. The physician felt the overlap was not adequate and deployed a 16 mm x 8.5 cm iliac stent graft with the aortic cuff and obtained an excellent result. No clinical sequelae were reported, and the patient is reported to be fine.